Manufacturer narrative:
No failure could be identified as a result of the investigation.

Event description:
Piece of applicator left inside vagina [foreign body in reproductive tract] piece came off from the applicator [device breakage] case narrative: consumer reported via email that a piece of the tampon was left inside of her. No serious injury was reported.